Manufacturer narrative:
(B)(4) valve implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had sensing integrity counter (sic) episodes with short v to v intervals. The lead remains in use. No patient complications have been reported as a result of this event.